Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was stretched, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached cut, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism and there was apparent explant damage. (B)(4) the device was returned and analyzed. The battery impedance was found to be high.

Event description:
It was reported that the right ventricular lead exhibited high impedance problems and high threshold. The lead was removed and replaced with a new lead. The device was explanted, returned and analyzed. The device tested out of specification. No patient complications have been reported as a result of this event.